Event description:
It was reported the patient never had therapeutic effect and their therapy never really worked. It was stated the patient had tried every program 1-4. Reportedly the patient had their leads replaced a couple weeks prior to report on (B)(6) 2013. It was later reported, the patient was still having concerns with their device or therapy but were working with their doctor or manufacturer representative. It was stated the patient had an appointment on (B)(6) 2013.

Manufacturer narrative:
Product ID: 3889-28, lot# va00rxg, implanted: 2012, product type: lead. Product ID: 3889-28, lot# va00rxg, implanted: (B)(6) 2012, product type: lead. (B)(4).